Event description:
During an in clinic follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
During an in clinic follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.